Event description:
It was reported that one of the patient's leads was discovered to be fractured during a procedure to replace the patient's ipg on (B)(6) 2023. The lead was left implanted and effective therapy was restored following the procedure. Investigation was unable to determine which of the leads was attributed to the event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5115969.